Event description:
Per the clinic, the patient reported pain with and without device use; the issue could not be resolved. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.the device is currently unavailable for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This report filed january 16, 2014.